Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd (person with diabetes) reported that the cleo 90 infusion set fell off while he was sitting. He noticed when he turned in his seat that the cleo 90 infusion set was half off and leaking. The pss confirmed that the pwd had enough supplies to replace this infusion set and restart therapy. The event occurred while in use with patient. There was no patient harm or no patient injury.